Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The 95% stenosed lesion was located in the moderately tortuous, severely calcified right coronary artery. The physician predilated the lesion with an unknown device. The physician then attempted to implant a 2.50x24mm promus element stent. The stent was advanced but during advancing, a strut got damaged. The procedure was completed with the implant of a non-bsc stent. There were no complications reported and the patient status is stable. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The 95% stenosed lesion was located in the moderately tortuous, severely calcified right coronary artery. The physician predilated the lesion with an unknown device. The physician then attempted to implant a 2.50x24mm promus element stent. The stent was advanced but during advancing, a strut got damaged. The procedure was completed with the implant of a non-bsc stent. There were no complications reported and the patient status is stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Struts on rows 1 to 3 inclusive were misaligned. Solidified blood was present within the guidewire lumen. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).